Manufacturer narrative:
Investigation summary: a photo sample representation was provided for the complaint. A DHR review was performed and showed there were no issues reported like broken trolley pedal during the manufacturing process of the lot number 9043973. A review of non-conforming material report (ncmr) was performed for this part for the past 12 months and no issues were reported for broken trolley pedal for the same part number. In accordance with this investigation and information provided by the customer (picture) this is a known failure mode (loose wire) because it was reported in several complaints in the past, the failure mode was confirmed like a failure in a component bought (foot pedal mechanism) to supplier (yang ju industries corp.); based in the manufacturing date of the lot reported in the complaint it was confirmed that the product was manufactured before of corrective actions implementation. The root cause of this failure is found to be a lack of crimping in the cable. Multiple corrections have been implemented in the supplier facility.

Event description:
It was reported that sharps coll troly foot-op 19gl recykleen lid would not close. The following information was provided by the initial reporter: material no: 305139, batch no:    verbatim: trolley xl w/pedal not functioning properly; will open, then not close smoothly , often gets stuck open. Additional comments - this is the 2nd pir related to trolley xl performance at this site. I was on site for pir #3015204 , and the customer notified me of the 2nd trolley not performing properly. 1) depress pedal and lid opens, release pedal and the lid slowly(sluggishly) begins to close and will not close completely(half open) ; to fully close you must lift the pedal with the foot to finish closing. I inspected the bin lid(#305139) and the lid was attached properly, and the bin placed firmly in the trolley.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. PMA/510(k)#: not a medical device. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll troly foot-op 19gl recykleen lid would not close. The following information was provided by the initial reporter: material no: 305139. Batch no:.    Verbatim: trolley xl w/pedal not functioning properly; will open, then not close smoothly , often gets stuck open. Additional comments - this is the 2nd pir related to trolley xl performance at this site. I was on site for pir #(B)(4) , and the customer notified me of the 2nd trolley not performing properly. Depress pedal and lid opens, release pedal and the lid slowly(sluggishly) begins to close and will not close completely (half open); to fully close you must lift the pedal with the foot to finish closing. I inspected the bin lid (#305139) and the lid was attached properly, and the bin placed firmly in the trolley.